Event description:
Patient had a smartport single lumen mini titanium port removed in or on [redacted]. X-ray obtained the next day on [redacted] showing a metal object in the chest area. Barrel that secures catheter to the port remains in the patient. On further inspection of other angiodynamics smartport kits, there is also concern of an unidentified piece that is free floating in the kits (all same lot numbers as removed port). Sometimes found loosely in the kit and one had this piece lodged in the syringe. It could create confusion on the purpose of this piece and whether or not it is supposed to be used with the device.